Event description:
It was discovered that during service visit the cardiosave intra-aortic balloon pump (iabp) had a broken chassis bin. There was no patient involvement.

Manufacturer narrative:
During a previously scheduled service call, the cardiosave intra-aortic balloon pump (iabp) had a broken chassis bin. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse noted the broken chassis bin during a previously scheduled service call. The chassis bin (0441-00-0196) was replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).